Event description:
It was reported occlusion alarms occurred. Reportedly, the customer reused insulin by removing it from the old cartridge and loading into the new cartridge. Tandem technical support educated caller insulin should not be reused. . It was identified that the blockage was caused by the cartridge, there was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.